Manufacturer narrative:
The unit was not returned to the service center for evaluation. A review of the instrument history showed no record of service/repair sine the date of purchase on (B)(6) 2019. The cause of the reported event cannot be determined at this time. If additional information becomes available or if the device is returned at a later date this report will be supplemented accordingly.

Event description:
The service center was informed that an ¿e000-e299¿ and b30 error was observed on the video system. The user reported an older scope was being used; however when connected to another tower no error was observed. There was no patient involvement reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the user connected to the equipment without drying the electrical contact part of the video connector sufficiently, or that an electrical contact failure occurred because the user received a video connector and cleaned it. This makes it impossible to perform stable communication between the scope and the video processor, creating an error. In the state where dust, dirt, etc. Are attached to the electric contact point, the communication between the video processor and the scope becomes impossible, and the scope communication error (b30) occurs. This issue is addressed in the instructions for use (IFU): "make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear.".